Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an elderly patient reported a nighttime low of 70 mg/dl blood glucose (bg), treated with peanut butter and jelly sandwich. Agent reviewed proper low treatment (15g carbs, wait 15 minutes, confirm with fingerstick) and suggested appropriate quick-carb options. Patient later reported bg of 266 mg/dl and felt safe to return to sleep. She also expressed concern about possible dementia and memory issues. Agent reassured her, encouraged calling anytime for help with steps or alerts, and patient understood. No symptoms experienced during the event but being tired. No medical intervention required.